Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Device evaluated by mfg of the initial medwatch report indicates yes. Device evaluated by mfg of the initial medwatch report should indicate no. Section h3, reason for no evaluation of the initial medwatch report indicates blank. Section h3, reason for no evaluation of the initial medwatch report indicates no . Evaluation - device not returned. The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.